Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion. (B)(4) we also received performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator (eri) indicated on (B)(6)-2011.

Event description:
It was reported that the patient collapsed and was admitted to the hospital with a low heart rate. When a surface electrogram was placed, loss of capture was seen. During the device interrogation the following day, loss of capture could not be replicated. It was noted that the pacing thresholds were slightly high. The device was nearing elective replacement indicator (eri) as well. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient collapsed and was admitted to the hospital with a low heart rate. When a surface electrogram was placed, loss of capture was seen. During the device interrogation the following day, loss of capture could not be replicated. It was noted that the pacing thresholds were slightly high. The device was nearing elective replacement indicator (eri) as well. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.